Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the tail end of the stent allegedly could not be released. It was further reported that the head end of the stent release system was allegedly missing. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and the provided image and photo show that the distal section of the stent delivery system was broken and detached. The image equally indicate there was a possible partial deployment of the stent. A snare is visible inside the vessel, with the sheath marker over it which shows that there was attempted retrieval of a broken and detached piece of the delivery system. The customer reported that the vessel was accessed by percutaneous puncture, a 6f/0.035" guidewire were used for access, the tracking vessel was not severely bent, and pre-dilation was performed. The presence of a snare inside the vessel indicates that there were attempts to retrieve the broken piece. Based on the available information and evaluation of the provided image and photo, the investigation is closed with confirmed results for partial deployment, break and detachment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H10: d4 (expiration date: 06/2025), g3. H11: b5, h1, h6 (patient, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the tail end of the stent allegedly could not be released. It was further reported that the head end of the stent release system was allegedly missing. Reportedly, the broken part of the device remains in patient body. The current status of patient is unknown.